Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionic considers the investigation into this reportable event as closed. The recipient's device activation reportedly went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionic considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers. These anomalies are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a poor performer. A review of the recipient's test data indicates impedance issues. Programming adjustments were made, however the issue has not resolved. A CT scan revealed bilateral vestibular aqueducts are diminutive/nearly imperceptible. Revision surgery has been scheduled.